Event description:
It was reported that the balloon ruptured. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inserted through the guide extension and was dilated in the lesion. However, the balloon ruptured upon first inflation at 6atm. The device able to remove from the patient's body without any problem using the normal method. The procedure was completed with a different device. There was no injury reported and the patient was in good condition post procedure.